Event description:
It was reported that the tips of the driver sheared during a procedure to implant the superion indirect decompression spacer. Another driver was used to complete the procedure. It was noted there was scar tissue and osteophytes, and according to the physician, abnormal bone formation that provided resistance when opening the spacer. No additional information was provided regarding the damage to the driver, nor was the device returned for analysis.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals.